Event description:
Customer requested an event log review. Details of event are as follows: biomed reported an over infusion of propofol. Patient was being sedated for an MRI and was given a 70mg bolus by the physician followed by an infusion of 100mcg/kg/min ((B)(6)). Infusion lasted from 09:22-09:47am, but patient reportedly received a total of 245.7mg (including the 70mg bolus). The issue was noted because patient did not awake as expected post procedure. Patient took approximately 30 minutes longer to wake than expected by staff. Patient was monitored and later was awake and stable with no lasting effects. No further patient or event information is available.

Manufacturer narrative:
(B)(4). Device not received, log review only. The reported over infusion of propofol was confirmed during the log review. A review of the associated pc unit event log for the propofol infusion indicates during the time period in question the patient weight was entered as (B)(6) (instead of (B)(6)). The patient weight entry of (B)(6) caused the calculated rate of 60ml/hour to be approximately four times higher than desired, resulting in (B)(6). Seven mg delivered in approximately 35 minutes. The root cause of the customer's reported over infusion was determined to be a user programming issue.